Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell) are marketed in USA, and therefore this report was filed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that patient was implanted with an allofit-s alloclassic shell 48/gg on unknown date, and is being monitored due to unknown reasons. No other information was provided at this time.